Manufacturer narrative:
(B)(4).

Event description:
A consumer reported his "box" was trying to work itself from under the skin, the incision area was red tinted, and it was purple and sensitive to the touch. The consumer had an appointment with a health care professional (hcp) and would like a manufacturer representative to be present. Additional information received from the representative reported an infection over the implantable neurostimulator (ins). There was redness, heat, and thinning of skin over the ins. The consumer indicated the redness started several months ago, but "did both ace" it looked at until now. The hcp saw it and was very concerned that "state" may have to be explanted. No labs drawn, prescribed antibiotics, and advised the consumer to go to local ER if redness spreads over next few days after antibiotics. Further information received reported the consumer was seen at the va hospital but he had not decided where he was going to go to have the device explanted. Follow-up was being conducted to determine diagnostics performed, actions/interventions taken, and c ause of the reported issue. If received, a supplemental report will be submitted. Indication for use included intercostal neuralgia.